Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 800mg/dl and diabetic ketoacidosis. Reportedly, the customer's non-tandem continuous glucose monitor was not available, and customer did not realize bg levels were elevated. Reportedly, the customer was using humalog for longer than 3 days. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with an unspecified intravenous treatment and fluids. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.